Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2025 and barbed suture was used. It was reported that the surgeon was closing the subcutaneous layer of tissue and one needle popped off easily as he was suturing. He had already done his back passes so no additional intervention was needed. Product returning. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/12/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: can you identify the lot number of the product used? Were there any patient consequences? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) h3 investigational summary: the product was returned to ethicon for evaluation. One detached needle, one suture piece, and one needle suture piece outside the winding former were received for analysis. The product code sxpp2b409 is double-armed. After investigating the detached needle and suture piece, a short insertion was observed in the strand. The visual inspection concluded that the combination of the needle and suture was detached from the needle since the insertion end of the suture did not meet the required standards. In addition, the needle suture piece was visually inspected, and the swage and attachment areas were noted to be as expected. As the suture is absorbable and the duration of exposure of the suture in the environment could not be determined, the functional test could not be performed. Based on the information currently available, short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.